Event description:
During preparation for use for a cardiopulmonary bypass procedure, the central control monitor of the heart lung console did not power on. Control of pumps and safety sensors remained avail through redundant local controls. There was no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
The main electrical cable of the central control monitor was examined. Insulation damage on two of the wires within the cable resulted in the wires creating a short circuit, which in turn resulted in the reported behavior.-